Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) ventricular output was not functioning. Incoming testing indicated that there was no signal on the ventricular output connector. It was indicted that the lead flex cable was damaged. It was also indicated that the lower part of the display was unreadable. The epg was returned unrepaired to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular output was not functioning. The epg was returned for service. No patient complications have been reported as a result of this event.